Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the handswitch on the electric pen drive device did not control the device. The reporter stated that the device started rotating as soon as the mode was moved to forward or backward without any trigger to start the mode. There were no delays to a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all functional tests. The device history record was reviewed and showed no issues contributing to the complaint. The technical investigation was performed and showed no functional issues. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device had a broken housing. It was determined that the broken housing was most likely related to the product being dropped or other mechanical impact during handling. This was further defined as improper handling, which is user error, misuse and abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.